Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2020, was chosen as a best estimate based on the date of mesh removal. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2006 - mesh erosion. The following imdrf impact codes capture the reportable events of: f1905 - vaginal mesh removal.

Event description:
It was reported to boston scientific that an obtryx ii system - halo was implanted into the patient during a transobturator mid-urethral sling procedure performed on (B)(6) 2018, for the treatment of stress urinary incontinence. After the procedure, the evaluation showed a normal urethra. There were no mucosal lesions and trabeculation or cellule formation. Both ureteral orifices were normal in size, shape, and position. There was no sign of any intraoperative bladder trauma. On (B)(6) 2020, the patient was diagnosed with mesh erosion and underwent sling revision and cystoscopy. Findings: after discussion of options for management of mesh sling erosion, the patient elected for revision of the sling with partial sling removal. Her erosion was more extensive than noted in the office. Superior and inferior edges are both exposed through the vaginal wall starting right of the urethra and extending to the posterior to the urethra. Portion of sling was excised and sent to the pathology without complication. Cystoscopy was normal. Description of procedure: blue mesh seen eroded through the anterior vaginal wall as noted in the office corresponding to the superior edge of the sling. Erosion of the inferior edge was also noted. Exposure is approximately one and a half to two centimeters in length. Erosion extends from the right side of the urethra and extends below the urethra. The mesh grasped and epithelialized this thin layer of tissue. Sling excised with scissors laterally on each side. Portion of the sling has been sent to pathology. No visible or palpable mesh remains bilaterally. Foley catheter was removed and a cystoscopy was performed. There was no evidence of bladder injury noted and no mesh was seen in the bladder. There were no abnormal lesions noted within the bladder. The urethra was inspected and no evidence of urethral injury nor mesh was seen in the urethra. The patient tolerated the procedure well and was taken to the recovery room in stable condition.